Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # k142688. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for this echo-hd-19-c device of lot# c1161958 did not reveal any discrepancies that could have contributed to this complaint issue. The precautions section of the instructions for use that accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle tip was noted to be bent before use. The user attempted to put the device down the scope, but could not get the needle into the correct position. Another of the same device was used to complete the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # k142688. 1 x echo-hd-19-c lot number c1161958 was returned to cirl for evaluation. Upon evaluation of the returned device there was a kink below the sheath extender which can be attributed to the conditions of transport on return of the device. The device was returned in a plastic bag, unsecured and coiled around the handle. The needle was exposed from the sheath on return due to the needle bend at notch. The notch of the needle was getting caught on the sheath when trying to retract the needle. The customer complaint was confirmed as the notch of the needle was bent causing retraction issues. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for this echo-hd-19-c device of lot# c1161958 did not reveal any discrepancies that could have contributed to this complaint issue. The precautions section of the instructions for use that accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A follow-up MDR is being submitted to include the device evaluation details. Initial report details: the needle tip was noted to be bent before use. The user attempted to put the device down the scope, but could not get the needle into the correct position. Another of the same device was used to complete the procedure.